Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead was far field r-wave (ffrw) oversensing. It was also noted that the right ventricular (rv) lead was oversensing and inhibiting pacing. Both of the leads were reprogrammed and remain in use. No patient complications have been reported as a result of this event.